Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sensor prematurely ended. The sensor was inserted into the arm on (B)(6) 2018. Data was available for evaluation. The reported event was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
((B)(4).